Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the product performs within specifications, unable to duplicate ¿loss of prime¿ complaint. Black box shows several loss of prime alarms due low none-zero force warnings. Returned battery cap and test cartridge cap were used to complete the investigation. No alarms occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.